Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 90% stenosed target lesion located in the moderately tortuous mid right coronary artery (rca). Vessel tortuosity in the proximal rca was severe, like a sheppard's hook, and as the physician attempted to cross through that portion of the lesion, the stent flared. The procedure was successfully completed with another unspecified device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
Age at time of event: 18 years or older. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).